Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Helix mechanism test was not performed due to fractured cathode coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the implant procedure, the right atrial (ra) lead was positioned but could not be fixed in the ra. An attempt was made to retract the helix and reposition the lead but helix retraction difficulty was encountered. A second stylet was inserted, some insertion difficulty was noted, but still the helix did not retract. The physician elected to remove and replace the right atrial (ra) lead. The lead was tested externally and the helix retraction difficulty persisted. No adverse patient effects were reported.